Event description:
It was reported that the time and pressure for the c pap is off. No additional information.

Manufacturer narrative:
Corrected data: event date updated. Found during testing.

Event description:
T was reported that the time and pressure for the c pap is off. Event date updated. Found during testing.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damages. Inspiratory time and positive end-expiratory pressure (peep) end caps were switched. Functional testing was able to duplicate the reported issue. The root cause of the reported issue was found to be a faulty flowblock assembly. Also noted during inspection that the removed/swapped knob caps and multiple failed components may be evidence of impact. Replaced the flowblock, faulty oscillator, MRI battery, sintered filters, o rings, variable relief valve, defective alarm reed and adjusted relief alarm pressure. Device passed all functional testing.